Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The implantable pulse generator (ipg) was explanted and the right ventricular (rv) lead and right atrial (ra) lead were capped and are planned to be explanted at a later date. No further patient complications have been reported as a result of this event.